Event description:
Description of event: pt states they received an urgent letter saying something about "putting the ins(implanted neurostimulation) into surgery mode" pt states they do not know what it means. Pt states the "ins has not worked for a really long time". The letter was from (B)(6) and states the ins is from (B)(6). Agent reviewed and transferred to (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).